Event description:
It was reported that the unspecified bd¿ lancet was found damaged and broken before use. The following information was provided by the initial reporter: "patient reported that the lancing device comfort the thread stripped is broken . Patient is using the incorrect lancet bd microfin lancet . Explanation given and device replace with the one touch delica."

Manufacturer narrative:
H.6. Investigation: unable to request a DHR due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text: see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ lancet was found damaged and broken before use. The following information was provided by the initial reporter: "patient reported that the lancing device comfort the thread stripped is broken. Patient is using the incorrect lancet bd microfin lancet. Explanation given and device replace with the one touch delica."